Event description:
The article, "early clinical outcomes of portico and edwards sapien 3 valve prosthesis in transcatheter aortic valve replacement: propensity-matched analysis", was reviewed. The article presented a retrospective, single center study to compare early clinical outcomes at 30-days between the self-expandable portico valve (abbott) with the balloon-expandable edwards sapien 3 valve (edwards lifesciences) (es3). The article concluded that the study showed significantly higher rates of early clinical complications for portico valve prostheses compared to es3. These findings should be especially taken into consideration when selecting valve prosthesis for high-risk patients. [The primary and corresponding author was uwe primessnig, department of cardiology, angiology and intensive care medicine, deutsches herzzentrum der charité, campus virchow klinikum, berlin, germany, with corresponding email: uwe.primessnig@dhzc-charite.de] the time frame of the study was from january 2018 to december 2021. A total of 1,901 patients were included in the study, of which 312 patients received an abbott portico device. For the portico group, the average age was 82.5 years and the majority gender was female. For the edwards sapien 3 group, the average age was 78.8 years and the majority gender was male. Comorbidities included obesity, hyperlipoproteinemia, arterial hypertension, diabetes mellitus, prior coronary heart disease, atrial fibrillation, renal insufficiency, heart block, heart failure, aortic gradient.

Manufacturer narrative:
Summarized patient outcomes/complications of portico were reported in a research article in a subject population with multiple co-morbidities including obesity, hyperlipoproteinemia, arterial hypertension, diabetes mellitus, prior coronary heart disease, atrial fibrillation, renal insufficiency, heart block, heart failure, and aortic gradient. Some of the complications reported were death, surgical intervention (pacemaker), unexpected medical intervention (post-bav), bleeding, renal injury, stroke, heart block, central regurgitation, paravalvular leak, and valve migration (dislocation); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: early clinical outcomes of portico and edwards sapien 3 valve prosthesis in transcatheter aortic valve replacement: propensity-matched analysis.